Event description:
It was reported that this pacemaker system showed low evoked response recently. A right atrial auto threshold test with a ventricular pacing event with no capture. In addition, high right ventricular (rv) lead capture thresholds were noted and a decrease in rv impedance was also reported. This pacemaker system remains in service. No adverse patient effects were reported.